Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead had damaged after failed attempts of positioning. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The report event of helix damage was confirmed. As received, a complete lead was returned. Visual inspection of the lead body found no anomalies, but the helix was extended, stretched, bent, and clogged with blood/tissue. X-ray examination found the helix stretched and bent at the helix region consistent with procedural damage. Unable to test helix mechanism/extension length due to helix condition as received. The cause of reported event is consistent with procedural damage. Electrical testing was normal.